Event description:
The facility reported an infusion pump with a failure code 810:02. The biomed facility stated that no patient injury or medical intervention was involved with this pump. The biomed facility also stated that a bag was being used, however the bag size was not known. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.